Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device has been received at the service repair site and the speaker was replaced and still no audio was heard from the device which indicates that the failure is isolated to the main pcb. Investigation is still in progress. If new or signification information is identified from the investigation results; a supplemental report will be provided.